Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen, dose and concentration unknown, for intractable spasticity. The patient presented to the emergency room during the previous weekend with signs of withdrawal, including increased spasticity. The pump logs were reviewed at that time and the pump was found to be in safe state. The patient was being monitored in the hospital as of (B)(6) 2015. On an unknown date in (B)(6) the patient had an x-ray at another facility at 9:30am; the pump safe state occurred at 9:45am the same day. The hcp had not mentioned any pump alarms. The pump was successfully reprogrammed and updated with a dose increase. The patient had a positive response with decreased spasticity; the withdrawal symptoms had resolved. The cause of the safe state remained undetermined. The patient's medical history includes stroke. Follow-up is being conducted to obtain all information relevant to the event.

Event description:
On 2015-(B)(6), additional information from the company representative indicated that there were no active alarms noted in the logs and neither the patient nor the hcp had reported hearing one.